Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. One blue hook was detached from the loading catheter and was not returned. The other blue hook was attached to the catheter and was not fully seated. The inner diameter of the loading catheter, the length of the loading catheter, the length of the stylet wire and outer diameter of the attached blue hook were measured and found to be within the appropriate manufacturing specification. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the instructions for use direct the user to attach the trigger cord to the hook on the end of the loading catheter, leaving approx 2cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated to reduce occurrences of blue hook detachment. Quality assurance will continue to monitor for complaint trends.

Event description:
The following info was provided by the cook representative based on comments made by the user: during setup for the procedure, the blue hook separated from the loading catheter while trying to pull the trigger cord through the accessory channel of the endoscope. This occurred outside of the pt. (See MDR 1037905-2011-00782). A second device was selected and the blue hook also separated from the loading catheter. (See MDR 1037905-2011-00783). A third device was used to complete the procedure successfully. This occurred during the loading process; the loading catheter was not located inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.